Event description:
This lead was returned with oos documentation from biotronik rep. Per oos, the physician was unable to get acceptable sensing and pacing thresholds with the lead. The physician cut the insulation on the lead when it was removed. This lead was replaced with a setrox s 53. There are no adverse events reported for this pt.